Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone call that the insulin pump had button error alarm. Customer was declined for troubleshooting for low battery alert. The blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected error test /error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test, unexpected battery power loss anomaly and no delivery alarm due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted. Pump received with cracked lcd window, broken battery cap and stripped battery cap(p)coin slot.